Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface would lose communication and power. During an in-house engineering evaluation, it was determined that the device was found to be loose. There was patient involvement. There were no delays in the surgical procedure. It was unknown if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. During the investigation the hardware team conducted visual analysis as well as functional and system evaluation with a production equivalent velys robotic system. Visual analysis found, overall, the sasi had minimal wear and no damage or debris. The functional evaluation of the sasi, without the sh or planar base engaged, found the sh lever and planar clamp lever rotated fully and freely. During assembly, moderate looseness was noted between the sh and sasi when assembled to the saw handpiece. The assembly between the sh and planar felt secure. The short saw cable of the sh plugged into the sasi fully without any difficulty and stayed securely attached. In an attempt to replicate the reported lost communications and power event the returned sasi was assembled and no system errors were generated, and the system performed these steps as expected. Although the exact surgical environment at the time of the complaint could not be re-created, under normal circumstances per the instructions for use, the functional evaluation of the sasi with the production equivalent robotic system resulted in no error codes generated. Therefore, without having access to test the actual system at the hospital, the returned sasi did not contribute to the reported saw console error and the reported event cannot be confirmed. Based on the investigation findings, the mechanical play between the sasi and saw is traced to a design issue and has been escalated to a CAPA.